Manufacturer narrative:
The device did not return for investigation. Additional information and the return of the device has been requested.

Event description:
It was reported there was a revision surgery (B)(6) 2026 to remove an m6 implant due to osteolysis.